Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. Leaking/ruptured endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. An analysis on the returned samples showed that it met specification as product did not show any abnormalities. No leakage of the cuff could be observed when tested either with air or colored water. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Healthcare professional reported cuff leakage was noted in pre-testing.